Event description:
It was reported that the cdi 500 values increased, then decreased, then shut off during cardiopulmonary bypass surgery. The product was not changed out and the surgery was completed successfully.

Manufacturer narrative:
The cdi 500 monitor was returned for repair due to hematocrit saturation inaccuracies. The monitor was cleaned and decontaminated. The hematocrit saturation probe assembly was replaced. The unit was returned to the customer. This report is being submitted to the FDA as a result of a retrospective review of product complaints.